Event description:
It was reported when using the bd vacutainer® sst¿ ii advance plus blood collection tube there was discolored/abnormal additive form. This event occurred 500 times. The following information was provided by the initial reporter. The customer stated: "the gel in the tubes seem to have split and dried around the inside of the tube."

Manufacturer narrative:
H6: investigation summary: bd had not received samples, but four (4) photos were provided for investigation. The photos were reviewed and the indicated failure mode for additive abnormality (spray) with the incident lot was not observed. A normal silica spray pattern on the inner tube wall was observed. Additionally, one hundred (100) retention samples from bd inventory were evaluated by visual examination and no issues were observed relating to additive abnormality (spray) as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode of additive abnormality (spray). Bd was not able to identify a root cause for the indicated failure mode as the tubes met specifications. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends. H3 other text : see h10.

Event description:
It was reported when using the bd vacutainer® sst¿ ii advance plus blood collection tube there was discolored/abnormal additive form. This event occurred 500 times. The following information was provided by the initial reporter. The customer stated: "the gel in the tubes seem to have split and dried around the inside of the tube."

Manufacturer narrative:
H.6. Investigation: bd received six hundred (600) samples and four (4) photos for investigation. The samples and photos were reviewed and the indicated failure mode for additive abnormality (gel appearing dry) with the incident lot was not observed. A normal silica spray pattern on the inner tube wall was observed and no other issues were observed. Additionally, one hundred (100) retention samples from bd inventory were evaluated by visual examination and no issues were observed relating to additive abnormality as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode of additive abnormality. Bd was not able to identify a root cause for the indicated failure mode as the tubes met specifications. H3 other text : see h.10.

Event description:
It was reported when using the bd vacutainer® sst¿ ii advance plus blood collection tube there was discolored/abnormal additive form. This event occurred 500 times. The following information was provided by the initial reporter. The customer stated: "the gel in the tubes seem to have split and dried around the inside of the tube".

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: 2021-08-24. H6: investigation summary: bd received samples and four (4) photos for investigation. Unfortunately, when the samples arrived at the plant, they were misplaced and unable to be examined. However, the photos were reviewed and the indicated failure mode for additive abnormality (spray) with the incident lot was not observed. A normal silica spray pattern on the inner tube wall was observed. Additionally, one hundred (100) retention samples from bd inventory were evaluated by visual examination and no issues were observed relating to additive abnormality (spray) as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode of additive abnormality (spray). Bd was not able to identify a root cause for the indicated failure mode as the tubes met specifications. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends. H3 other text : see h10.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® sst¿ ii advance plus blood collection tube there was discolored/abnormal additive form. This event occurred 500 times. The following information was provided by the initial reporter. The customer stated: "the gel in the tubes seem to have split and dried around the inside of the tube."